Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 134 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer reported receiving a lost sensor alarm, a sensor error alarm, and a change sensor alarm. The customer also found that the cannula was broken in half and the missing piece was busted up. Customer stated he could not use the serter because another sensor's needle hub was stuck in it. The customer was able to release the needle hub from the serter. Nothing was replaced or returned. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.

Manufacturer narrative:
Reliability analyses inspected 1 random opened/used partial enlite sensor and perform continuity resistance per specifications, sensor passed. Perform bicarbonate buffer test sensor passed with accurate readings. Found 2 of 3 needles separated from sensor base. One remaining sensor is missing insertion needle. Unable to perform further test due to customer returned sensors opened/used.